Event description:
It was reported that the customer had high blood glucose levels of more than 300 mg/dl. The mother of the customer reported that the insulin pump just stopped working. Troubleshooting was done. The customer tried insulin pump therapy again and received a no delivery alarm from the insulin pump. It was reported that the customer does not trust the insulin pump and refuses to put it back on. No additional information was provided.

Manufacturer narrative:
Additional information was received, which was not included in the initial report. The information has been provided with this report. The intial report were incorrect. The correct information has been provided in this report.

Event description:
The customer's mother reported the customer had been experiencing high blood glucose all day. It had gone up to 400 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.